Event description:
Pharmacy reports that the unit pumped air into an empty tpn bag. The technician pushed the stop button, however, the unit continued to pump air. The pharmacy reported that te unit also reverted back to manual ID after the manual ID had been set, the order inputted and the start button was pushed. The pahrmacy reported this occurred 3 times prior to returning the unit to baxter.